Manufacturer narrative:
Concomitant medical product: 4092-58 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.